Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited premature battery depletion and failure to interrogate and the device was explanted and replaced. The patient is in unknown condition.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.

Manufacturer narrative:
Correction - g2 - company representative box should not have been selected in previous report.